Event description:
It was reported that this pacemaker device triggered a lead safety switch (lss) due to a high out of range pace impedance measurement of 2002 ohms on the right atrial (ra) lead. As a result, the pacemaker automatically switched the ra lead from the bipolar to the unipolar pace and sense configuration. In addition, it was noted that the pacemaker device battery longevity was decreasing faster than expected. Review of the device data by boston scientific engineering determined that the device is exhibiting an increase in battery power consumption due to high atrial rate sensing. It was noted that the patient is exhibiting a persistent atrial arrhythmia. The healthcare provider (hcp) indicated they are planning to continue to monitor the patient. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. The investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of intermittent impedance measurement event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device triggered a lead safety switch (lss) due to a high out of range pace impedance measurement of 2002 ohms on the right atrial (ra) lead. As a result, the pacemaker automatically switched ra lead from the bipolar to the unipolar pace and sense configuration. In addition, it was noted that the pacemaker device battery longevity was decreasing faster than expected. Review of device data by boston scientific engineering determined that the device is exhibiting an increase in battery power consumption due to high atrial rate sensing. It was noted that the patient is exhibiting a persistent atrial arrhythmia. The healthcare provider (hcp) indicated they are planning to continue to monitor the patient. The products remain in-service. No patient symptoms or adverse patient effects were reported.